Manufacturer narrative:
B3 - date of event has been estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the lower extremity. Four balloon dilatation catheters (bdcs), 7.0x80mm armada 35, 6.0x80mm armada 35, and two 3.0x60mm armada 18s were inflated at an unknown pressure but all burst before reaching nominal pressure. Another abbott balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.